Event description:
It was reported that during a percutaneous coronary intervention procedure, a 3.0x15mm nc quantum apex balloon was advanced for treatment, however, the balloon ruptured on the 2nd inflation at 18 atms. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).